Event description:
An implant was explanted due to a loss of osteointegration. The dr indicated that implant loss resulted from bone resorption. In addition, it was reported that the pt has a heavy bite.